Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that excessive force is required to press the wake button and activate display; the issue has been worsening over time and prevents the customer from being able to deliver boluses. The customer reported a high blood glucose level of greater than 500 mg/dl. The customer administered a bolus to address bg. Reportedly, customer continued to use the pump for insulin therapy.